Manufacturer narrative:
Additional information from the customer stated the patient's lowest o2 saturation level reached 76%. A desaturation of 76% is not a serious injury. The end user stated the unit was not the cause of the event and declined to provide further information. Based on gehc field engineer review of the device logs that revealed no machine malfunction could be identified, the root cause for this investigation is unknown the eva involved in the event could not found to confirm if it was eva issue or the user. Hence, the root cause is undetermined.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was reported that the ventilator stopped ventilating without alarm. Allegedly, the patient desaturated. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.